Event description:
There was sudden equipment failure and were unable to utilize high quality fluoroscopy or cine angiography. An eptifibatide bolus was also administered while waiting for urgent technical support. The equipment failure could not be restored on a timely manner and eventually the already positioned 2.5 x 32 mm drug eluting stent was deployed at 12 atm in the ostial/proximal left circumflex lesion leaving an 80% residual ostial stenosis and timi-3 flow. The second, 2.75 x 24 mm stent was removed from the guide and the patient was transferred to a different cath lab and re-draped per sterile protocol for continuation of the procedure.